Event description:
The pt reported experiencing intermittencies between the implant and the external equipment. External equipment was exchanged but the problem was no resolved. Testing performed by the clinic shows that the device was not functioning. Surgery to revise the pt's device has been scheduled.